Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a pediatric cardiac procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture popped off from the needle. They used another suture to finish the anastomosis. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 07/20/2020. H3 evaluation: one empty open overwrap and one straight pack with two unused needle-suture combinations of product were received for analysis. The product code is multi-strand and contains four strands double armed per packet. The complaint sample was not received for analysis. During the visual inspection of two needle-suture combinations, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strands with no defects observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no suture needle pull off was found, and the tested needle-sutures met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.